Event description:
It was reported that a patient's right atrial lead was not able to properly sense atrial signals during an initial implant procedure. The lead was taken out and replaced before closing the pocket. The patient was stable throughout.

Manufacturer narrative:
The reported event of no sensing was not confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil inside the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to overtorquing of the inner coil inside the connector region. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.